Event description:
The product was given to patient for the purpose of obtaining a urine sample. As the patient was using the product, she put her finger through the yellow sticker covering the needle which resulted in the patient's finger being punctured.what was the original intended procedure?urine specimen collection.